Manufacturer narrative:
The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan, distal part, straight, uncemented, 18/200 on (B)(6), 2009 on the right side. It was also reproted, that the patient had his first medical consultation for pain in right hip on (B)(6), 2016. Due to pain the patient went to traumatology; it was seen on x-rays that the revitan distal was broken. The patient was revised on (B)(6), 2017. According to the surgeon there were not any contributing conditions related to the event.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fracture of the distal revitan stem. Review of event description: a patient with pain came to the orthopaedic surgeon for a revision of the hip on which a surgery had been performed in 2009. The implant was loose or broken at the proximal connection. Review of received data: report to the authorities the surgeon reported to aemps the following incident: on (B)(6) 2016 a (B)(6) female patient came for consultation with pain and a feeling of instability of her right hip on which a hip prosthesis had been revised on (B)(6) 2009. X-rays and CT were performed and detected a fracture of the prosthesis that made a revision surgery necessary. The latter was performed without complications on (B)(6) 2017. Product stickers of implantation and revision there are two files at hand that show the product stickers of the products that were implanted on (B)(6) 2009 photographed from probably two different documents. In both files there are stickers that are either not completely visible or hard to read due to the quality of the photo. The following products were implanted with the revitan stem (proximal and distal part): ¿ shell with multi holes, trabecular metal modular acetabular system, 48 mm (zimmer inc., warsaw) ¿ versys head 0 x 28 dia (zimmer inc., warsaw) ¿ trilogy acetabular system liner, 28 mm i.d., 48 mm o.d. (Zimmer inc., warsaw) ¿ 2x bone screw self-tapping ø 6.5 mm, 20 mm length (zimmer inc., warsaw) ¿ 2x bone screw self-tapping ø 6.5 mm, 30 mm length (zimmer inc., warsaw) ¿ cobalt chrome cable/sleeve set ø 2.0 mm x 750 mm length (biomet orthopedics, inc.) ¿ minimally invasive injectable graft, vol. 5cc (wright medical technology inc.) On (B)(6) 2017 during revision surgery the following products were implanted: ¿ revitan proximal part, conical, size 85 (zimmer (B)(4)) ¿ revitan distal part, 20/140 (zimmer (B)(4)) ¿ biolox delta, ceramic femoral head, m, 28 mm, 12/14 (zimmer (B)(4)) ¿ 5x cable-ready cable grip system, cerclage cable with crimp, ø 1.8 mm, 559 mm length (zimmer inc., warsaw) x-rays: there are only three pictures available in pdf format that are probably photographs of one pelvis overview x-ray displayed on a screen. All pictures are undated and it seems that two of them are possibly close-ups of the first picture. Therefore, the pictures are not described separately. The pelvis overview shows that the patient has bilateral hip replacements. On the right side a revitan stem is implanted. Some centimeters below the proximal end of the distal part of the stem a single cerclage can be seen. The connection pin of the revitan stem is fractured and the proximal fracture part is tilted to medial. On the lateral side of the proximal fracture part the bone structure seems to be inhomogeneous and radiolucent. Further, the contour of the original implant bed can be recognized. On the medial side, the proximal part of the revitan stem is only covered by bone on approximately its distal third. There is also a small gap between stem and implant in this area. Without any additional x-rays for comparison further statements cannot be made. Devices analysis: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approx. 3 to 5 mm distal of the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces show a fatigue fracture starting from the lateral side. The macroscopic investigation of the fracture surfaces did (as far as visible) not reveal defects that could have triggered or favored the fracture. The proximal fracture surface has two levels. The more proximal level seems to exhibits several fracture origins along the circumference. In this region of the connection pin the lateral surface is slightly deformed towards the fracture surface. On the second level typical beach marks are visible; the curvature of these also indicates a fracture origin on the lateral side. On both levels the fracture surface is partially polished. In some areas the surface is polished to a shine so that the original fracture structure is completely obliterated. As the distal fracture surface shows a single level a metallic slice between the two levels of the proximal fracture surface is missing. The distal fracture surface is also partially polished. The inside of the distal part¿s body is worn and damaged. Two newly formed ledges can be seen. The lateral face surface is worn and the opposite face surface is partially polished. On the two shoulders polished zones are recognizable as well. On the lateral side a small area of the stem body¿s anchoring area is polished. On the lateral-posterior side of the anchoring surface of the distal part a bore hole is located. Other damage such as scratches and instrument marks is visible mostly in the proximal half of the distal part. There are bone attachments on the entire anchoring surface. On the proximal fracture part of the connection pin there is an almost circumferential stripe adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a, eq-ID wnt-03-rsr-540-151663) revealed fretting corrosion, corrosion, fretting, smeared metal, polishing and possibly cracks. On the blasted surface of the pin a polished area can be noticed on the posterior side. The face surface of the proximal part reveals worn areas, especially on the medial shoulder. The proximal part exhibits few scratches and spot-like discolorations. After careful inspection few tiny remains of bone ongrowth could be detected. On the posterior and anterior side small polished areas in longitudinal direction are visible . Whereas transverse polished lines can be observed proximal-lateral and distal-medial. The anchoring surface is completely polished on the distal end of the medial side. Posterolateral the stem neck shows an approximately 6 mm long, polished double line. The articulation surface of the versys head presents numerous fine scratches as well as some coarser scratches along and below the equator. There are also some spots that probably can be attributed to the use of an electrosurgical instrument (cauter). The hip prosthesis was revised after approximately 8 years and 6 months in vivo due to a fracture of the connection pin of the revitan stem. The patient consulted the surgeon with pain and a feeling of instability in (B)(6) 2016. After x-rays as well as CT were taken a fracture of the stem was detected which led to a revision in (B)(6) 2017. There is no x-ray follow-up at hand which would permit an evaluation of the situation of the revitan stem during time in vivo. Only an undated pelvis overview x-ray is at hand showing the fractured stem. On this x-ray on the medial side the proximal part of the revitan stem is only covered by bone on approximately its distal third. This could point to a suboptimal proximal-medial bone support. Without an x-ray follow-up possible changes to the bony situation remain unknown. Further, the product stickers at hand for the implantation surgery indicate that injectable bone graft was used. As there is no surgical report of the implantation surgery at hand it stays unknown where the bone graft was applied. The revitan stem is fractured at the connection pin due to fatigue in the non-blasted area some millimeters distal of the proximal end of the distal stem part. The fracture origin is located on the lateral side of the stem. The proximal fracture surface shows two levels while the distal fracture surface has only one level. A thin metal slice between the levels is missing. The macroscopic investigation of the fracture surfaces did (as far as visible) not reveal defects that could have triggered or favored the fracture. On the proximal fracture part a circumferential stripe adjacent to the fracture surface revealed fretting corrosion, corrosion, fretting, smeared metal, polishing and possibly cracks. It is unknown if that stripe existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. The worn inside of the distal part¿s stem body, the worn and / or polished areas on the face surfaces of the stem¿s two parts as well as the small polished area on the lateral side of the distal stem body¿s anchoring area are most probably concomitants of the fracture. Bone attachments are visible all over the anchoring surface of the distal part. However, on the proximal part hardly any remains of bone could be detected. Further, polished areas and transverse polished lines on the proximal part could indicate loosening / movements against the bone. It is unknown if these existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. The polished double line seen posterolateral at the stem neck could possibly derive from contact with the shell after the tilting of the proximal fracture part. Based on the above described findings it can only be hypothesized that the stem did not have sufficient proximal-medial bone support. This in combination with the patient factors, e.g. Activity level, as well as the surface changes observed on the connection pin may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a revitan distal part straight uncemented 18/200 on the right side on (B)(6) 2009. Currently, the patient is being monitored due to implant breakage.